Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds, high out of range (oor) pacing impedance and loss of capture. During a device replacement procedure due to normal elective replacement indicator (eri) the physician tested the lead through the pacing system analyzer (psa) and the suspected cause of the electrical measurements is the aging of the lead and first signs of damaging. The plan is to continue with normal follow ups as the new implanted device was set with an output lower than the threshold. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds, high out of range (oor) pacing impedance and loss of capture. During a device replacement procedure due to normal elective replacement indicator (eri) the physician tested the lead through the pacing system analyzer (psa) and the suspected cause of the electrical measurements is the aging of the lead and first signs of damaging. The plan is to continue with normal follow ups as the new implanted device was set with an output lower than the threshold. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.